Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a casing condition issue. The reporter stated that there was a crack in the battery compartment. No additional information was available. There was no indication that this issue caused or contributed to an adverse event.